Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric fundus varicose band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was successfully deployed; however, the second and the third bands fell off from the lesion. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code 2949 captures the reportable event of bands falling of varix. Block h10: investigation results: the returned speedband superview super 7 device, and visual evaluation noted that the trip wire was secured in the handle assembly slot when received, and it was partially rolled in the handle assembly. However, the trip wire was kinked in several locations at the proximal section. A crimp was present on the tripwire while the device was returned without the suture. Additionally, it was observed that all the bands on the ligator head were deployed with three bands were returned in a plastic bag. The ligator head teeth were undamaged. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) / product label, as the reported anatomy location was "stomach" which is outside the indication for use. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastric fundus varicose band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was successfully deployed; however, the second and the third bands fell off from the lesion. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.